Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the slda. Furthermore, mr is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. All steps performed per instruction for use during preparation and procedure. The next day, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased back to 4. An additional clip was implanted lateral to the slda clip, reducing mr to <1. No additional information was provided.